Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the right coronary artery (rca) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.25 x 28mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). After a non bsc guidewire crossed the lesion, predilatation was performed. After predilatation, a 28 x 2.25 promus premier select stent was advanced to the target lesion and was deployed. It was noted that significant resistance was encountered while advancing the device. Following stent deployment, a distal edge dissection was noted. A 16 x 2.25 promus premier select was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines. It was further reported that the 28x2.25 promus premier select was not implanted.

Manufacturer narrative:
Device is a combination product. A promus premier select ous mr 28 x 2.25mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the right coronary artery (rca) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.25 x 28mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). After a non bsc guidewire crossed the lesion, predilatation was performed. After predilatation, a 28 x 2.25 promus premier select stent was advanced to the target lesion and was deployed. It was noted that significant resistance was encountered while advancing the device. Following stent deployment, a distal edge dissection was noted. A 16 x 2.25 promus premier select was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.